Event description:
Hospital advised that the pump alarmed and displayed channel error while infusing to a patient. The error codes reported 242.4030 are indicative of a motor stall. There was no patient consequence.